Event description:
It was reported that there was lead warnings for the right atrial (ra) and right ventricular (rv) leads having low/out of range impedance. The ra lead also had lower bipolar than unipolar impedances. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4024 implantable pacing lead 1998-(B)(6), vedr01 implantable pulse generator 2007-(B)(6). (B)(4).